Manufacturer narrative:
(B)(4). D2, d4, g4: attempts have been made to gather all product identification information, and no further information has been provided. G2: italy. Suggested code (annex g)- mechanical (g04) - femur. Tigani, d.; ferranti calderoni, e.; berti, m.; comitini, s.; amendola, l.; pipino, g.; melucci, g. Long-term results of third generation of rotating hinge arthroplasty in patients with poliomyelitis. Prosthesis 2024, 6, 853¿862. Https://doi.org/10.3390/ prosthesis6040061. D10: additional associated products: unk knee tibial lot# unk. Unk knee bearing lot# unk. The product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported through a journal article that 1 patient sustained an intraop femoral fracture at the tip of the stem which was stabilized with a plate and three cerclage wires. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d5, g3, g6, h1, h2, h3, h6, h11 no product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Insufficient information provided to perform a compatibility check. Complaint history review cannot be performed without product identification. X-rays were provided in the ja, however it is unknown if they are related to the patient in the complaint complaint is not confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.